Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem ("check therapy pad' messages, damaged therapy electrodes) was confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a" and the front therapy electrode. In addition, the therapy electrode pads were creased. The root cause for the open wire and creased therapy electrode pads was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and was causing excessive "check therapy pad" messages and that it had damaged therapy electrodes.